Event description:
It was reported that "patient's sister called to report that her brother is experiencing pain and swelling ever since the surgery."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.